Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("low back pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), libido decreased ("decreased libido"), tendonitis ("chronic tendinitis"), gastrooesophageal reflux disease ("gastro-oesophageal reflux"), arthralgia ("joint pain"), depression ("depressive syndrome with professional burn out"), burnout syndrome ("depressive syndrome with professional burn out"), neck pain ("neck pain"), visual impairment ("visual disorder"), hypoacusis ("hearing decreased"), gingival bleeding ("gingivorrhagia") and skin disorder ("dermoskeleton disorder") and was found to have heart rate abnormal ("abnormalities in heart rhythm"). The patient was treated with surgery (bilateral salpingectomy, both implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal distension, fatigue, libido decreased, tendonitis, gastrooesophageal reflux disease, arthralgia, depression, burnout syndrome, neck pain, visual impairment, hypoacusis, heart rate abnormal, gingival bleeding and skin disorder had not resolved. The reporter considered abdominal distension, arthralgia, back pain, burnout syndrome, depression, fatigue, gastrooesophageal reflux disease, gingival bleeding, heart rate abnormal, hypoacusis, libido decreased, neck pain, skin disorder, tendonitis and visual impairment to be related to essure. The reporter commented: since essure placement, progressive and increase occurrence of the reported symptoms. Different specialized investigations were performed (colonoscopy, fibroscopy, cardiological examination, ent examination) which did not find organic cause for this complex of signs. These symptoms are, at time of report, responsible of a stop of all physical activities. Otherwise the general laboratory test is normal. Essure sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: general test normal at time of report, after essure removal. Cardiovascular examination - on an unknown date: negative. Colonoscopy - on an unknown date: negative. Ear, nose and throat examination - on an unknown date: negative. Endoscopy - on an unknown date: negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("low back pain") and abdominal distension ("abdominal bloating") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose vein operation and fracture of pelvis. No gynecological or non-gynecological concurrent conditions to report. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), libido decreased ("decreased libido"), tendonitis ("chronic tendinitis"), gastrooesophageal reflux disease ("gastro-oesophageal reflux"), arthralgia ("joint pain"), depression ("depressive syndrome with professional burn out"), burnout syndrome ("depressive syndrome with professional burn out"), neck pain ("neck pain"), visual impairment ("visual disorder"), hypoacusis ("hearing decreased"), gingival bleeding ("gingivorrhagia") and skin disorder ("dermoskeleton disorder") and was found to have heart rate abnormal ("abnormalities in heart rhythm"). The patient was treated with surgery (bilateral salpingectomy, both implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal distension, fatigue, libido decreased, tendonitis, gastrooesophageal reflux disease, arthralgia, depression, burnout syndrome, neck pain, visual impairment, hypoacusis, heart rate abnormal, gingival bleeding and skin disorder had not resolved. The reporter considered abdominal distension, arthralgia, back pain, burnout syndrome, depression, fatigue, gastrooesophageal reflux disease, gingival bleeding, heart rate abnormal, hypoacusis, libido decreased, neck pain, skin disorder, tendonitis and visual impairment to be related to essure. The reporter commented: since essure placement, progressive and increase occurrence of the reported symptoms. Different specialized investigations were performed (colonoscopy, fibroscopy, cardiological examination, ent examination) which did not find organic cause for this complex of signs. These symptoms are, at time of report, responsible of a stop of all physical activities. Otherwise the general laboratory test is normal. Essure sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: general test normal at time of report, after essure removal. Cardiovascular examination - on an unknown date: negative. Colonoscopy - on an unknown date: negative. Ear, nose and throat examination - on an unknown date: negative. Endoscopy - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 15-feb-2019: device removal questionnaire received from the pharmacist. Events were confirmed as related to essure. Onset of events described as (B)(6) 2011. Removal was performed at the patient's request (primary reason for removal: adverse events: abdominal bloating, chronic fatigue, decreased libido, chronic tendinitis, gastro-oesophageal reflux, joint pain, low back pain, depressive syndrome with professional burn out, professional burn out, neck pain, visual disorder, hearing decreased, abnormalities in heart rhythm, gingivorragia, dermoskeleton disorder. No follow-up post removal. No other new medical information was provided. Case closed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.